Manufacturer narrative:
(B)(4).

Event description:
It was reported that through merlin.net transmission, multiple episodes of auto mode switching were observed. Review of episodes notes that the auto mode switching was caused by the atrial noise. It was also discussed that the noise could be due to myopotential oversensing. Further lead testing was recommended. It was mentioned that if the noise is not resolved by device reprogramming, then lead revision could be considered. No further information is available at this time.